Event description:
It has been identified that this record, mrn 9617229-2025-02362, is a duplicate of mrn 9617229-2025-02889. Please see mrn 9617229-2025-02889 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6a, implant date: (B)(6) 2022.

Event description:
Healthcare professional reported rupture. This record is for unknown side. Device remains implanted.